Event description:
It was reported that the patient was having issues with the purewick urine collection system, and it was causing the infection. Also stated that the patient had to go to the hospital and get antibiotics. The representative offered to assist the patient with troubleshooting, but the patient declined. It was noted that the patient had been using purewick products for more than 90 days. Per customer contact via phone on (B)(6) 2021 it was stated that the patient was very susceptible to urinary tract infection and was currently battling one. It was stated that the doctor at the hospital prescribed cephalexin and was currently taking it to clear the urinary tract infection. It was also stated that the patient could not use the machine again until then but there was no defect with the machine and had to be careful because the patient gets urinary tract infections frequently. Per customer via phone on (B)(6) 2021, stated that the patient was currently not using purewick, it caused leaks in the bed at nighttime, and the patient could not find the system to identify the product reference number. Patient mentioned about having bladder infections which were treated with antibiotics and alleged the infection was due to the use of the machine. Per additional information received via follow up on (B)(6) 2021, the patient stated that the purewick urine collection system almost killed them, and they got a severe infection because of it. It was also stated that the patient needed the system like the one in the hospital. The representative advised the patient that same catheters were used in the hospitals and the only difference would be suction, but the patient stated that they never had any issues or leaks with the hospital version. The representative tried to troubleshoot, but the patient kept saying that they tried everything.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: d, g, h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was having issues with the purewick urine collection system, and it was causing the infection. Also stated that the patient had to go to the hospital and get antibiotics. The representative offered to assist the patient with troubleshooting, but the patient declined. It was noted that the patient had been using purewick products for more than 90 days. Per customer contact via phone on 03sep2021 it was stated that the patient was very susceptible to urinary tract infection and was currently battling one. It was stated that the doctor at the hospital prescribed cephalexin and was currently taking it to clear the urinary tract infection. It was also stated that the patient could not use the machine again until then but there was no defect with the machine and had to be careful because the patient gets urinary tract infections frequently. Per customer via phone on 19oct2021, stated that the patient was currently not using purewick, it caused leaks in the bed at nighttime, and the patient could not find the system to identify the product reference number. Patient mentioned about having bladder infections which were treated with antibiotics and alleged the infection was due to the use of the machine. Per additional information received via follow up on 19oct2021, the patient stated that the purewick urine collection system almost killed them, and they got a severe infection because of it. It was also stated that the patient needed the system like the one in the hospital. The representative advised the patient that same catheters were used in the hospitals and the only difference would be suction, but the patient stated that they never had any issues or leaks with the hospital version. The representative tried to troubleshoot, but the patient kept saying that they tried everything.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿inadequate material selection - materials of construction are not biocompatible¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was having issues with the purewick urine collection system and it was causing the infection. Also stated that the patient had to go to the hospital and get antibiotics. The representative offered to assist the patient with troubleshooting but the patient declined. It was noted that the patient had been using purewick products for more than 90 days. Per customer contact via phone on (B)(6) 2021 it was stated that the patient was very susceptible to urinary tract infection and was currently battling one. It was stated that the doctor at the hospital prescribed cephalexin and was currently taking it to clear the urinary tract infection. It was also stated that the patient could not use the machine again until then but there was no defect with the machine and had to be careful because the patient gets urinary tract infections frequently.